Event description:
Incident reported as: the surgeon feels that the clip is well placed, but after checking it slides along the vessel. No patient injury or intervention reported.

Manufacturer narrative:
Evaluation : manufacturing and packaging process has been reviewed and no issues were detected that can affect product quality. Results: no sample returned to confirm reported defect. Conclusions: no conclusion can be drawn due to lack of sample. DHR - no issues were reported with the lot#s given. Manufacturing will continue to track and trend for similar incidents. Production personnel were notified of this complaint. Additional lot #: t1268646.